Event description:
As reported, this pt was implanted with a gore tag thoracic endoprosthesis for treatment of a traumatic aortic transection. Compression of the device was discovered on an unk date. A reintervention was performed using a talent thoracic stent graft system. Further investigation is being conducted.